Event description:
Service of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the patient suffered injuries including a diagnosis of frostbite. The company has been unable to inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.